Event description:
It was reported that the epidural was being used on a (B)(6) year old female pt in labor requiring caesarean section. The pt was given 0.2% ropivacaine + 2 mcg/ml fentanyl at 8 ml/hr; pt received 5 ml 2% lidocaine about 5-10 mins before removing catheter. She received labor epidural at 0600 on (B)(6) 2010. They elected for c-section due to failure to progress at 1100. Upon interview, the pt no longer received relief from the epidural with infusion as stated previously. Tested with 5 ml 2% lidocaine on ob unit and pt did not report relief or significant change in motor ability or sensation. They elected to perform a spinal anesthetic. In the operating room (or), the pt was sitting on the table for the spinal placement. They attempted to pull the epidural catheter and encountered difficulty with stretching of the wire and a "pop" sensation was noted by the anesthetist with end of catheter removal. Initially it was thought that a fragment remained due to a "pop" and because there was a visible black mark under the skin. Operating room note: the spinal placement was difficult and when placed, failed; thus the pt required general anesthesia for the procedure. Upon examination of the catheter and comparison to another, it was fully intact. A lumbar x-ray was performed in the recovery room and discussion with a radiologist confirmed that no fragment remained in the pt. Her back was explanted again on the ob unit and a small black mark was clearly visible at the insertion site, just under the skin. The comparison epidural was stretched to mimic the pt's catheter and with moderate pressure, the black markings were easily removed.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.